Event description:
According to the report, bioglue was used for obliteration of the false lumen in an ascending aorta replacement for an emergent type a dissection case. Re-operation was performed 69 days post-operatively due to pseudo-aneurysm formation at the proximal anastomosis site. The prosthetic graft had come off at the proximal site from the 3 o'clock to 6 o'clock positions, including the intima. Bioglue and hematoma were identified inside the false lumen. No purulent matter was observed and a culture taken during re-operation found no presence of infection. This was the first time bioglue was used at this center and the surgeon has commented that a large amount of bioglue was expelled in the false lumen.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was used for obliteration of the false lumen in an ascending aorta replacement for an emergent type a dissection case. Re-operation was performed 69 days post-operative due to pseudo-aneurysm formation at the proximal anastomosis site. The prosthetic graft had come off at the proximal site from the 3 o'clock to 6 o'clock positions, including the intima. Bioglue and hematoma were identified inside the false lumen. No purulent matter was observed and a culture taken during re-operation found no presence of infection. This was the first time bioglue was used at this center and the surgeon has commented that a large amount of bioglue was expelled in the false lumen. A review of manufacturing records indicates that the suspected lots were manufactured according to all specifications per the device master record. Pseudoaneurysm is a known complication associated with cardiac surgical procedures involving standard surgical repair alone and can be caused by many factors, including previous surgery, site infection, technical error, trauma, opposing shear forces, tissue disease, weak aortic wall tissue, or iatrogenic causes. Although a definitive conclusion cannot be made regarding the cause of pseudoaneurysm in this case, it is possible that the excessive amount of bioglue placed strain on the aortic wall and thereby caused further damage to the area. It is also possible the failure to bond noted in this report may be a result of compression during use. The bioglue instructions for use (IFU) explicitly states the area of bioglue application should not be compressed. Prior to the availability of bioglue, grf glue was the primary glue used in japan. It requires compression of the aortic wall after application to ensure polymerization. The surgeon may have been accustomed to using grf glue and assumed bioglue should be handled in the same manner. Although a large quantity of bioglue was applied, compression of the tissue would force the bioglue away from the site of application, leaving a layer that is not sufficiently thick for proper adherence to occur. Lastly, it is also possible the reported failure to bond is a result of application to an insufficiently dry field. Application to an insufficiently dry field will result in the lack of adherence of bioglue to the target tissue. The bioglue instructions for use contains information regarding application of the appropriate thickness, warning against manipulating bioglue prior to complete polymerization, and instruction on applying to a dry field. The surgeon now uses a smaller volume of bioglue in surgical procedures and no similar events have since been reported. No additional action is required.